Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
Customer discovered a potentially serious problem with transfer of collimator angles from eclipse to truebeam machines via mosaiq. When planning a patient for our truebeam stx with 175 degree collimator rotation, the treatment field ended up in truebeam with a collimator angel of 355. No interlocks were given. This was picked up in an asymmetric imrt field during measurement qa. No problems occur with fields up to 165 collimator rotation. We assume that it is a problem with mosaiq as the plan transfers without problems is we directly transfer it from eclipse to the truebeam and deliver it in file mode.

Manufacturer narrative:
Investigation results: the manufacturer conducted a thorough evaluation of the product. The investigation found that the device had inconsistent machine characterization. The customer had configured their truebeam machine with 4d mac and/or 4d source expecting to limit their truebeam machine to behave as 4d. Elekta establishes an initial mac configuration with the customer which may be modified to meet the individual requirements of an individual unit. Elekta publishes guidance and provides one on one support when contacted but requires an authorized clinical user to sign off on the mac they accept for clinical use. There is a specific security right so the clinic determines who is authorized and responsible for confirming the mac conforms to their use. It is unknown as to why the customer changed the configuration. The source and machine files have been corrected. For a specific mosaiq configuration there exist collimator angles that will be rotated 180 degrees from the desired collimator angle. For this particular case one patient has been impacted by this issue. The magnitude of dose error arising from this issue will depend on many factors. Based on the available information there is potential that mistreatment's could result in serious injury.